Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) assessed that device was not part on advisory and has been implanted for more than 10 years. Moreover, report showed that the battery at 2.5 years remaining with power consumption. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field e. Initial reporter.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) assessed that device was not part on advisory and has been implanted for more than 10 years. Moreover, report showed that the battery at 2.5 years remaining with power consumption. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted due to normal battery depletion. No additional adverse patient effects were reported.